Event description:
The customer reported a corneal burn. A 3.0mm keratome was used to make the incision. The corneal burn was noticed after the case was completed. One 10-0 nylon suture was used to close the incision. The surgeon stated that the pt was doing well post-op.

Manufacturer narrative:
The customer continued to use the system after the incident with no further reports. The customer is sending in the phacoemulsification handpiece for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.